Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event was due to insulation damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.